Event description:
It was reported that the patient is experiencing pain when weight is placed on leg. Pain first started six to eight months ago. Pain is also in the thigh area and when patient is seated. Patient had blood work done and is scheduled for an appointment with doctor on (B)(6) 2012 for MRI.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.